Event description:
It was reported there was a power on reset (por) condition, and the patient could not adjust stimulation. The display showed a "call your doctor" icon. Clearing the por was reviewed and this action resolved the reported issue.

Manufacturer narrative:
Concomitant medical products: lead model 3998 lot #j0424881v implanted: (B)(6) 2004; extension model 3708340 serial #(B)(4) implanted: (B)(6) 2009; extension model 3708340 serial #(B)(4) implanted: (B)(6) 2009; extension model 748925 serial #(B)(4) implanted: (B)(6) 2004; extension model 748925 serial #(B)(4) implanted: (B)(6) 2004; programmer model 37743 serial #(B)(4).